Manufacturer narrative:
Citation: zaleski et al. How we would treat our own congenital cardiac catheterization laboratory patient. J cardiothorac vasc anesth. 2024 dec;38(12):2891-2899. Doi: 10.1053/j.jvca.2024.08.035. Epub 2024 aug 30. Earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding a 6-year-old female patient with a complex medical history, including: double outlet right ventricle, complete atrioventricular canal defect, atrial septal defect, ventricular septal defect, parachute mitral valve requiring three mitral valve repairs, mitral valve replacement with implant of a medtronic melody bioprosthetic valve, and a balloon dilation of the melody valve.  Subsequently the patient presented with severe recurrent mitral valve stenosis with a mean transvalvular gradient of 27 mmhg and moderate mitral regurgitation. The patient then underwent successful transcatheter valve-in-valve mitral valve replacement with implant of a non-medtronic bioprosthetic valve. Post-catheterization echocardiography was notable for mild mitral stenosis with a mean gradient of 6 mmhg and no mitral regurgitation.  No further information was provided pertaining to medtronic products.